Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7, 8 had failed to open, and it was unable to recover. The field service engineer (fse) worked with medbank support and power cycled equipment. The fse tested drawers in tester application identifying failed drawers sequence ID and not seen in diagnostics. The fse resolved the issue by replacing the controller board of drawer 7, 8 and the drawers were configured by medbank remote support. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer 7, 8 failed to open and it was unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication (eliquis 5mg tab 06 02, montelukast 10mg tab 04 21, atorvastatin 20mg tab 07 01) to the patient. However, there were no delay or adverse events or injuries reported based on this event